Manufacturer narrative:
On (B)(6) 2023, (B)(6): first attempt to send the report was made on (B)(6) 2023; however, it failed to receive second and third acknowledgments. Ticket (B)(4) with the emdr help desk was issued. Help desk advised to resubmit. Second attempt to send the report was made on (B)(6) 2023; however, it failed to receive second and third acknowledgments. Ticket (B)(4) with the emdr help desk was issued. Help desk advised they receive and error when trying to process the report. Etq it discovered discrepancy in url servlet. Request submitted to esg help desk for the update to the correct url in the servlet. Update was made on ticket (B)(4). This is the third attempt to send report after the update. The device with the reported false positive result was requested back for investigation; however, the customer discarded it. Since the device was not received, the allegation could not be confirmed. On page 12 of the instructions for use under limitations, it states the device cannot identify false positive results. There will be no corrective actions taken at this time as the complaint cannot be confirmed and root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Visby will continue to monitor for trends. Treatment/ therapy start and stop dates (suspect products to record the date that a diagnostic test was performed for reports that involve an in vitro diagnostic product.) Start date: (B)(6) 2022, stop date: (B)(6) 2022.

Event description:
The customer reported that in early (B)(6) 2022 a patient tested on a visby device and received a positive result then retested and received a negative result on another visby device. The customer stated the patient was between twenty to thirty years old.